Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-09306. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed. Contrast was then injected and the patient¿s EKG displayed st segment elevation and air was observed in the left ventricle. The air resolved on its own after placing the patient in the trendelenburg position (head lower than feet). The patient was also shaken to break up the air. The procedure was completed, the device was implanted. The patient was extubated in the procedure room and sent to pacu for the post procedural recovery period. There were no further patient complications reported. There was no change in the patient's neurological baseline. It was noted that wet to wet insertion was not performed when introducing the wds into the was; however, no air was observed in either device prior to deployment.